Event description:
The customer reported a coulter lh 750 hematology analyzer generated intermittent incomplete computation for the hemoglobin (hgb) parameter results on patient samples. Also, latron control results recovered low out of specification on conductivity. The customer did not provide patient sample results generated during this event. There were no erroneous results reported out of the laboratory and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced tubing through valves vl4 and vl6. The fse then adjusted a hemoglobin (hgb) lamp, which resolved the intermittent incomplete computation for hgb results. To resolve the low conductivity on latron controls, the fse cleaned the flowcell.